Event description:
Lodi implant failed to osseointegrate and resulted in an infection.

Manufacturer narrative:
User documentation (technique manual, (B)(4)) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less than 30n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. Over three months after placement, clinician concluded that a lodi implant failed to osseointegrate. The patient had moderate density bone (type ii) and the implant was not immediately loaded. The clinician did not provide the following information: amount of torque used on abutment and implant, whether primary stability was achieved. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unknown. The cause of the pain was not noted. The implant's lot history records were reviewed; any discrepancies or issues of non-conformance were successfully resolved prior to the release of the parts. Implant was manufactured to specifications. No further action is required.